Event description:
It has been reported that at the end of the procedure the physician attempted to deflate the occlusion balloon and it would not deflate. The physician removed the occlusion balloon while still inflated. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician performed an instent thrombosis on the vessel. The physician inserted the aspiration catheter and aspirated the vessel. The physician removed the aspiration catheter and attempted to deflate the occlusion balloon and it would not deflate. The physician attempted a second time and the occlusion balloon would still not deflate. The physician decided to remove the occlusion balloon while still inflated. The physician successfully removed the device and the patient is reported to be fine.